Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occured in the united kingdom. On (B)(6) 2025, the patient experienced a leakage event, specifically at the quick release component of the set. At the time of the occurrence, the infusion set had only been in use for a few hours. No further information available.